Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a start sensor notification became frozen on the pump screen and the customer was unable to clear it. Reportedly, the customer performed a pump reset before calling into tandem technical support and the notification was cleared and the issue was resolved. Customer's blood glucose was 107 mg/dl.